Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that these magic 3 go hydrophilic male intermittent catheters were not lubricated and caused bleeding. No medical intervention was reported. Per follow up via phone on (B)(6) 2022, it was stated that the issue had been resolved and the bleeding resolved on its own.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that these magic 3 go hydrophilic male intermittent catheters were not lubricated and caused bleeding. No medical intervention was reported. Per follow up via phone on 22dec2022, it was stated that the issue had been resolved and the bleeding resolved on its own.